Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Analysis of the desktop charger (dtc) [s/n (B)(4)] found a broken connector pin on the cable assembly.

Event description:
The consumer reported that there was a broken connector pin on the desktop charger (dtc), the implantable neurostimulator recharger (insr) was not charging, and the patient experienced a loss of therapeutic effect. The patient was in a lot of pain because she was unable to charge the implantable neurostimulator recharger (insr) due to the broken connector pin on the dtc, resulting in the inability to charge the implantable neurostimulator (ins). It was noted that the broken connector pin appeared to have occurred through product use. The patient's indications for use included post lumbar laminectomy syndrome.

Manufacturer narrative:
Upon further review, evaluation conclusion no longer applies to the desktop charger (dtc); evaluation conclusion applies to the desktop charger (dtc). Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.